Manufacturer narrative:
A beckman coulter field service engineer was dispatched to the customer site. The fse inspected the instrument and found tubing through valve vl41 was leaking. The fse replaced the tubing that fixed the leak and corrected the differential flags. The red blood count/platelet (rbc/plt) flags were incidental to the leak. Failure mode was attributed to leaking tubing through valve vl4. (B)(4).

Event description:
The customer contacted beckman coulter (bec) stating that they were performing flow cell and aperture cleaning functions when they noted clear fluid leak from the back of the coulter lh 780 hematology analyzer. The volume of the leak was approximately 20 ml and was not contained within the instrument. The instrument generated differential flags and red blood count/platelet (rbc/plt) vote outs. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat, glasses and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.